Event description:
Error 2057 on the cam02 monitor were caused by the camcabl high reading and faulty monitor power adapter. No patient was prepped for surgery. There was no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 12jun2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: the cable was returned with the following items: cam02 monitor serial number (B)(4), battery and monpwr serial number (B)(4). During investigation it was observed that the cable could not be zeroed, giving an intermittent reading. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿cable to monitor connection failure¿ and a root cause ¿intermittent failure¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed from dates 06-may-2015 to 01-jun-2016. A total of 18 complaints were reviewed of which 4 complaints contained the search criteria. The analysis of the complaint investigation and root cause report has concluded this complaint is the 2nd identified complaint for the reported failure associated with camcabl cable due to intermittent failure. No trend has been identified. The failure analysis investigation has concluded the cable could not be zeroed giving an intermittent reading. Since no further information was received from service centre, the cause of the cable not working was due to an intermittent failure.